Event description:
Arjo was informed about customer complaint with the maxi sky 600 ceiling lift involvement. Following the information reported by a customer representative, an unintended ceiling lift strap release occurred at time of use the maxi sky 600 ceiling lift with a patient. When the strap released the patient was laying on the bed in the sling. No injury occurred, neither medical intervention was needed.

Manufacturer narrative:
Arjo was informed about customer complaint with the maxi sky 600 ceiling lift involvement. Following the information reported by a customer representative, an unintended ceiling lift strap release occurred at time of use the maxi sky 600 ceiling lift with a patient. When the strap released the patient was laying on the bed in the sling. No injury occurred, neither medical intervention was needed. After the incident, an arjo service technician visited the customer to inspect the device. During inspection, the technician noticed that the plastic cabin entry (opening through which the strap is wind/unwind) was cracked and the strap started to fray. The red emergency pull cord was also frayed but this is not related to the unexpected strap release. The transmission box, which is responsible for providing up/down movement of the lifting strap through activation of the gear movement, and a safety feature incorporated into the device, which is an automatic emergency brake that engages and stops a strap from unexpected unwinding, worked correctly. Based on analysis of the previous incidents and reported condition of the device (broken cabin entry), we concluded that the strap might got caught on the strap entry of the plastic cab while the spreader bar was being lowered, causing accumulation of the strap in the ceiling lift, until the unexpected release of the strap. It is not known why the cabin entry of the ceiling lift was broken. To ensure that the device continues to perform within its original specification, preventive maintenance procedures should be carried out at intervals presented in the instructions for use for the maxi sky 600 ceiling lift (document no. 001.14151.33.en rev. 1). The ¿care and maintenance ¿ daily checklist¿ section of the instructions for use informs that: ¿the following procedures must be followed before each use: [¿] inspect the lift for any damage. If the lift casing does not look properly aligned, or there are any cracks or other damage on the lift, or any parts are missing ¿ do not use it. [¿] inspect the strap for any visible signs of wear, frays, loose threads or other damage. If there is any evidence of damage ¿ do not use it. Contact your local arjo representative to have the lift serviced.¿ sum up, an arjo device failed to meet its performance specification since the lifting strap released unexpectedly. The device was used for a patient transfer when the malfunction of the device occurred. The complaint was decided to be reportable to competent authorities due to indication of unintended strap release during use with the patient, not stopped by the emergency break.